Event description:
Employee opened two packs of 9v lithium batteries and noticed strong overpowering vapors. Contacted safety officier and he removed entire lot from department. This is second incident, first reported 8 days before with a different MFR, energinzer. Rptr finds it very unusual for them to be experiencing similar problems from two different manufactured products especially within a short period of time. Through investigation, handling and storage practices have not changed and are within MFR guidelines. Rptr has asked one of rptr's distribtors, to investigate as well. Rptr understands that extreme heat can be a contributing factor. A sample of the duracell battery is available upon request. Another lot- lot#03h07 also available appears to be fine.

Event description:
Add'l info rec'd from MFR 8/25/04: the sample was returned to duracell for analysis on june 11, 2004. The battery was examined but found to have no sign of leakage or smell. The battery was retained until june 29, 2004 when it was safely disposed of. As there was no visible sign of leakage, no further laboratory testing was done on the battery. The battery manufacturer seals the batteries in a battery pouch. The source of the pungent odor when opening the ultralife u9vl-fp foil pouch is trace vapors from the battery's electrolyte. The vapor originates from a component of the electrolyte known as monoglyme. The most sensitive toxicological endpoint for monoglyme is developmental toxicity, with an estimated no observed adverse effect level (noael) of 30 mg/kg measured in animal studies. Using conservative exposure assumptions, co has estimated the monoglyme dose received from the opening of one pouch to be 0.0024 mg/kg. This exposure level is a factor of 12,500 below the noael; typically margins of exposure of 100 to 1,000 are assessed to be protective of human health. It is the assessment of the gillette company that the toxicological risk from exposure to monoglyme from opening the ultralife u9vl-fp foil pouch to be extremely low and acceptable. The warning upon the back of the pouch label in both english and french reads, "warning: battery can explore or cause burns if disassembled, recharged or exposed to fire or high temperature. Do not carry batteries loose in your pocket or elsewhere as burn injury could result." The warning not carrying the battery in your pocket is to avoid the risk of shorting out the positive and negative terminal with loose change carried in the pocket.